Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 54 mg/dl. Reportedly, the pump settings needed to be adjusted due to the customer having a kidney transplant. The customer was treated with an intravenous fluid drip and nausea medication, and was released from the ER 3 hours later. Upon being released from the ER customer¿s bg level was 115 mg/dl, and customer was in ¿stable¿ condition. Reportedly, the customer discussed pump settings with a healthcare professional.